Manufacturer narrative:
Awaiting further info if the device will be returned for investigation. A f/u report will be provided with the lot history record review if the device will not be returned for investigation.

Event description:
During a knee arthroscopic procedure using an ambient super multivac 50 ifs, the electrode, located on the distal end of the wand was lost inside the pt's joint space. The physician was unable to recover the missing device fragment and was forced to complete the procedure with a shaver. No pt complications were reported as a result of this event.